Event description:
It was reported that a malfunction occurred with the customer's pump, displaying a specific malfunction code that could not be reset. There was no reported impact to the customer's blood glucose level due to this issue. The customer reverted to multiple daily injections as a backup therapy.